Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was not confirmed via data. A root cause could not be determined.